Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a distributor who reported that, during routine failure analysis of an I-stat analyzer, a burned component was discovered. Based on the information available at the time, there were no injuries associated with the event.